Manufacturer narrative:
Additional information - (B)(6). Additional information - general hospital branch manager. A batch record review indicates no discrepancies. Device history records and retain dressings for lot # 2577728 were examined. No discrepancies, non ¿ conformance or deviations for raw material, manufacturing, packaging or sterilization processes were documented. All raw materials used to produce lot # 2577728, met specifications. All work in progress and finished goods met specifications. The discoloration seen in the photographs provided by the customer appears to be the result of exposure to ultra violet (uv) light or direct sunlight. A retain dressing from lot # 2577728, was removed from its pouch on 08/21/2018 and displayed no signs of discoloration or black spots on the ag hydrofiber. There is not enough evidence to attribute the black spots seen on the dressing in the customer photograph to the manufacturing or packaging process. The discoloration is cosmetic, and has not impact on product performance, safety or efficacy. Customers are advised to store the product in its protective packaging (the carton) and keep it away from sunlight. No further actions are required at this time and the investigation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Third party manufacturing site: (B)(4).

Event description:
No further action required by medical evaluators. Medical reviewer edits needed.

Manufacturer narrative:
(B)(6). Occupation: retailer/dealer/distributor. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported black spots were present on the dressing. Photos depicting the reported complaint issue were provided by the complainant.